Event description:
Philips received a complaint on the defibrillator indicating that the device had error code showing. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The authorized service personnel (asp) evaluated the device and determined that the error (1:5) and (1:27) was due to malfunction of processor pca (printed circuit assembly). The customer was recommended to replace the processor pca, but the customer did not request a repair for the device. The device remains at the customer site and no further evaluation is warranted at this time.